Manufacturer narrative:
(B)(4). Device passed the rewind, basic occlusion, prime and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer stated that drive support cap was normal. Customer states pump was not exposed to a high magnetic field. Customer was able to clear the alarm and able to rewind the pump. Customer stated that experienced high blood glucose. Drive support cap was normal. The insulin pump will be returned for analysis.